Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received recurring low glucose readings from the sensor scan (between 45 to 55 mg/dl) so the customer counteracted each time by eating more sugary food than usual. In addition, due the recurring low glucose readings from the sensor scan the customer's insulin pump did not react appropriately to counter inject with insulin. On (B)(6) 2024 at around 11 am, the customer felt unwell because there were again low glucose readings from sensor scan, so they called an ambulance, who presented the customer to hospital. At the hospital, a healthcare professional (hcp) obtained a reading of 720 mg/dl on their meter compared to a sensor scan of 45 mg/dl and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. The hcp then treated the customer by administering a saline solution and insulin. The customer remained in hospital for 3 days in total until their glucose level has been stabilized. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received recurring low glucose readings from the sensor scan (between 45 to 55 mg/dl) so the customer counteracted each time by eating more sugary food than usual. In addition, due the recurring low glucose readings from the sensor scan the customer's insulin pump did not react appropriately to counter inject with insulin. On 16nov2024 at around 11 am, the customer felt unwell because there were again low glucose readings from sensor scan, so they called an ambulance, who presented the customer to hospital. At the hospital, a healthcare professional (hcp) obtained a reading of 720 mg/dl on their meter compared to a sensor scan of 45 mg/dl and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. The hcp then treated the customer by administering a saline solution and insulin. The customer remained in hospital for 3 days in total until their glucose level has been stabilized. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received recurring low glucose readings from the sensor scan (between 45 to 55 mg/dl) so the customer counteracted each time by eating more sugary food than usual. In addition, due the recurring low glucose readings from the sensor scan the customer's insulin pump did not react appropriately to counter inject with insulin. On (B)(6) 2024 at around 11 am, the customer felt unwell because there were again low glucose readings from sensor scan, so they called an ambulance, who presented the customer to hospital. At the hospital, a healthcare professional (hcp) obtained a reading of 720 mg/dl on their meter compared to a sensor scan of 45 mg/dl and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. The hcp then treated the customer by administering a saline solution and insulin. The customer remained in hospital for 3 days in total until their glucose level has been stabilized. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.